Event description:
An oximeter in pt's room alarmed. When nurse entered room, the screen on the ventilator monitor was blank and all lights on the machine were off. Pt was immediately disconnected from the vent and was ambu-bagged with high flow oxygen. The vent was switched off and on twice and it began to operate again. Later testing revealed that the electric power cord had been damaged and is not making good connection. When the cord was replaced, the unit worked properly. The pt expired later as a result of her condition, not this event.